Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Reportedly, the customer declined further troubleshooting and continued using the existing cartridge for insulin therapy.